Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip broke inside the patient during surgery. The tip was retrieved during the same procedure. The nurse stated the surgeon did not observe any functional issues with the instrument during the operation nor was there any collision with other instruments or hard surfaces that might have led to the fragment falling. It was confirmed with visual inspection that the fragment had been retrieved. No additional surgical procedures were necessary to extract the fragment, and no post-operative imaging, such as an x-ray or ultrasound, was conducted to check for any remaining fragments. The procedure was completed robotically using a backup instrument of the same kind. The patient has not returned to the hospital for any post-surgical complications related to the presence of a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have one blade broken at the base. A piece approximately 0.3525" x 0.0615" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did show damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result.